Event description:
It was reported that a pt underwent a sling procedure and a vaginal hysterectomy in 2001. Immediately post-operatively, the pt reported that "it felt too tight". Six months post-operatively, the pt reported that she felt that the mesh was coming through the vagina but was told by the doctors it was "all in her head and she was fine". In 2004, the pt was treated for multiple yeast infections. In 2006, the pt was taken to surgery by a different doctor, who removed 5cm x 4cm of the vaginal wall. The pt reports that she still has mesh coming out of her pubis mons. The pt has an appointment in 2009, with a different doctor to see if mesh is coming though her rectum. The pt is seeing a psychiatrist for "post traumatic stress syndrome" from this incident.

Manufacturer narrative:
Conclusion - no conclusion can be drawn at this time. Should additional info be obtained, a supplemental form will be submitted accordingly.